Event description:
It was reported that a minicap transfer set leaked from the white roller clamp. This occurred while using dianeal solution at 1.5% and 2.5% strength. The patient was given a three day course of antibiotics as a precaution. There was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.